Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged the analysis results found that the el5ml device was received inserted through a b5lt trocar and with the right jaw ramp disengaged from cam. This condition would not allow the jaws to collapse in order to form the clips and remove the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Furthermore, the device was returned empty and locked out but the orange indicator overtraveled. The indicator wheel failure is not related to the reported event. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not close after the 15th firing. There were an unexpected resistance in grasping the trigger and an unexpected noise when the device was fired at the last firing. As the device could not be removed via a b5st, it was removed from the patient with the trocar. The device functioned as intended until the 15th firing. There were no adverse consequences to the patient.